Manufacturer narrative:
Additional information received indicates that the power port connectors of the patient's controller were "unfirm". In addition, the site was able to confirm that the patient had a "blackout" two hours prior to being seen by them. Details regarding the patient's "blackout" were not provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Three batteries (B)(4) were also returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed low battery alarms and power disconnections due to communication errors.  Analysis of the controller revealed that the device failed visual examination and functional testing due to a loose power port 1 connector and a bent pin on the controller's power port 2 connector. The bent pin occurred on the communication line, affecting the communication between the controller and a power source. Analysis of the event files revealed a controller power up event with an associated motor start event on (B)(6) 2016 at 03:22:34. Fifteen (15) minutes before the loss of power (2:59:24), the controller was connected to (B)(4) with 95% rsoc on power port 1 and (B)(4) with 24% rsoc on power port 2. Fifteen (15) minutes after the controller power up, the controller was connected to cac adapter on power port 1 but nothing valid on power port 2. However, the battery capacity on power port 2 recorded a value of 193% rsoc, which indicates that a battery was connected to power port 2 with 93% rsoc and that a communication error had occurred. This observation was likely due to the damaged pin on power port 2. Log files did not reveal any power switching events. Based on the available information, the most likely root cause of the reported defective power ports can be attributed to a loose power port 1 connector and a bent pin on power port 2. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, manufacturer is still investigating loose connectors. The most likely root cause of the reported bent pin can be attributed to a forced connection. Heartware is investigating bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2016, mfg. Date: 10/31/2015, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 10/31/2016, mfg. Date: 10/31/2015, (B)(4); serial # : (B)(4), catalog # : 1650de, exp. Date: 11/30/2015, mfg. Date: 11/30/2014, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller and batteries available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a controller was noted to have defective power ports with associated power switching. The patient's controller and the three involved batteries were exchanged with no reported patient consequence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.